Event description:
Customer reported that she is able to rewind the insulin pump but when completed it asks her to do it again. Blood glucose value is 268 mg/dl; treated with insulin injections. Customer stated she is unable to exit the preparing to prime loop. Customer was instructed to hold down the act button until she receives 2nd series of beeps or numbers appear on the display. Customer stated she did not receive 2nd series of beeps nor did numbers appear on the screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, the excessive no delivery alarm and displacement tests. No prime, rewind, or audio anomalies were noted. The insulin pump was received with a cracked case at the bottom left and right side at the display window corners and a cracked reservoir tube lip.